Event description:
A us distributor reported that a monitor will not power on.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed. The evaluation of the monitor confirmed that the rear response button cover was missing. Upon further investigation, a reportable malfunction was found. The monitor was unable to power on. The f600 component on the computer/analog board measuring open, causing fault. The root cause for the open f600 could not be positively identified. There was no adverse event that resulted from the damaged monitor.